Event description:
It was reported that(1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the ems did apply the staples correctly. The staples were fired distorted, so that it was impossible to close them. The operator had to use another ees device to complete the case. There was no consequence to the pt.